Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted there is a distal conductor fracture at 14.7 cm. There is a bilumen insulation void at 14.7 cm. There is an inner insulation breach at 14.7 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were some non-physiologic noise episodes, with undefined high pacing impedance and lead fracture also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.